Event description:
A peritoneal dialysis (pd) patient's contact contacted fresenius technical support to report a burning smell on the liberty cycler. The contact stated that he could smell a burning electrical smell coming from the cycler while it was off, the patient was not connected. After disconnecting the cycler, the smell was not as strong. The fresenius technical support representative issued a cycler replacement and advised the patient to discontinue using this cycler. There was no patient involvement, and no harm or adverse event reported. The cycler was returned. Upon physical evaluation of the cycler by the manufacturer, it was identified that the power entry module ground cable made contact with a metal prong, causing a short. A phone call and written attempt have been made to gather additional information, but fresenius has not received any further details regarding the reported event. If additional information becomes available, the file will be updated accordingly.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed sign of physical damage on top cover. There were visual indications of dried fluid within the cassette compartment. There were visual indications of particulates within the cassette area. There were not burrs or sharp edges in cassette area that may have punctured a cassette membrane. Voltage verification check failed. Failure traced to a power entry module ground cable making contact with metal prong, causing a short. Replaced power entry module for further testing. Cycler is able to power on successfully. Voltage verification check passed. System air leak test passed. Valve actuation test passed. A pre-accelerated stress test simulated treatment was performed without any failures or problems. There were no visual discrepancies encountered during the internal inspection. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be that the power entry module ground cable made contact with metal prong, causing a short. The cycler was refurbished following the evaluation.